Manufacturer narrative:
Date of event has been updated to 9th may 2024, it was previously reported as 7th may 2024.

Event description:
It was reported that an atrial lead was dislodged. The atrial lead was repositioned during an open chest surgery on (B)(6) 2024 to outside of the heart. The off label used lead revealed failure to capture and atrial lead remained outside of the heart. The patient was stable throughout.